Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'occlusion' which was not reproduced during evaluation. A review of the event history log identified the multiple presence of 'downstream occlusion!' Alarms. The cause was determined to be an out of adjustment downstream plate shim. The downstream plate thickness was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.